Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated. The condition was not confirmed. The device was tested and operated according to specification. (B)(4).

Event description:
Report received from the USA stating that the device was running hot. Device was not used in surgery. No injury or medical intervention occurred. There was no additional info provided.